Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The cause for the re-intervention was type I endoleak originating from a lumbar artery and a distal type I endoleak. Also associated with this event:

Event description:
In 2004, the patient was treated with the gore excluder aaa endoprostheses. In 2007, a re-intervention we performed to treat a type ii endoleak originating from a lumbar artery. The lumbar was successfully coiled and resolved the endoleak. The limb of the excluder graft was also extended with a cook leg component to treat a distal type I endoleak. The patient was reported to be doing well.